Event description:
The lay reporter/wife contacted lifescan (lfs) on 2/13/07 alleging high readings on her husband's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for clinical info. The pt tested prior to dinner and obtained a 168mg/dl and took 20 units of humulin insulin (based on a sliding scale) and then ate dinner. At an unspecified time, the pt wet to his father's home and started to experience low blood glucose symptoms (incoherent, shaky, nervous, poor vision and not feeling well). He then tested on his father's meter and obtained a 29mg/dl. He was treated with sugar to elevate his blood glucose and was retested with blood glucose of 80 mg/dl. Prior to going to bed, the pt tested on his meter and obtained a 270mg/dl. He felt fine; however, went to the hosp and tested on the hosp device and obtained a 108mg/dl. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, reading prior to the 168mg/dl and how soon after eating dinner did he experience symptoms. The technique of applying blood on the test strip was correct. A qc test was not done, since the pt did not have any control solution. The complaint is being reported because the pt alleges he took insulin based on a meter result, became symptomatic and rec'd treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.